Event description:
"An ICU patient began deteriorating with low return tidal volumes and low minute ventilation on pressure control, and subsequent asystole. The patient was removed from the vent and manually ventilated and CPR performed with rosc. The patient was returned to the vent with consistent low volumes in pressure control. The patient was then removed from the vent a second time and manually ventilated. The vent was removed from service and sequestered. After placing the patient placed on a second ventilator, they went aystole a second time with rosc. The patient was subsequently made dnr and expired."